Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Unable to perform any tests due to lcd physical damage.

Event description:
Customer reported via phone call that insulin pump had screen cracked. Customer's blood glucose value was 169 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.